Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-small and a hemostatic valve separation issue occurred. It was reported that during a pulmonary vein isolation (pvi) ablation procedure, at the time of the transseptal puncture, the rf needle was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath-small in a pre-shaped state. After that, the hemostatic valve was found to be broken. No air entered the patient¿s body. No backflow bleed was observed. No interventions were required. The sheath was replaced, and the issue resolved. The procedure was completed with no patient consequences. With the information available, this event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
H 4. Device manufacture date of 9/22/2020 was added to this report as the device history record review, as part of the investigational analysis, recorded the manufacture date. Initially it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab observed on (B)(6)2021 that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as an MDR reportable issue. The device evaluation was completed on (B)(6)2021. It was reported that during a pulmonary vein isolation (pvi) ablation procedure, at the time of the transseptal puncture, the rf needle was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath-small in a pre-shaped state. After that, the hemostatic valve was found to be broken. No air entered the patient¿s body. No backflow bleed was observed. No interventions were required. The sheath was replaced, and the issue resolved. The procedure was completed with no patient consequences. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. The device history record (DHR) for the lot number 00001463 has been received and no internal actions related to the complaint was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)